Manufacturer narrative:
The reported event of needle insertion difficulty was confirmed. The dilator and sheath had been perforated proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator/sheath assembly; however, resistance was noted at the aforementioned damage. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the perforation remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a sheath puncture on the returned device.